Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that one syringe was found to contain a foreign particulate. Complaint via email. On 06/15/2026, during visual inspection of lot 20260603-96238d rocuronium bromide 50mg/5ml (10mg/ml) , one syringe was found to contain a foreign particulate. This unit is available for return product: sterile syringe tray 5ml lot number: 5245847 part number: 309703 number of defective units: 1 defect type: foreign particulate.